Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was due to a damaged transfer set, further specified as ¿the transparent tubing was torn¿. The patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) briklin (500 mg, 6 cc, frequency and duration not reported) and ip zinacef (750 mg, 2 cc. Administered every 6 hours, duration not reported) for the event. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.